Event description:
It was reported that 60 in ultra minibore extension set tubing was defective. The following information was provided by the initial reporter: material no.: material no.: me2017. Batch no.: unknown. It was reported the syringe tubing was defective at the luer lock connection. The syringe tubing was defected at the luer lock connection. The syringe continues to twist around and never tightens to a secure point.

Manufacturer narrative:
The following fields have been updated with additional information: a.2. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A.2. Age at time of event: 1. A.2. Age units (patient): months. A.3. Sex: male. H.3. Device evaluated by mfg?: yes. H.3. Reason device not evaluated: other. H.3. Reason device not eval: see h.10. H.6. Investigation summary: it was reported the syringe tubing was defective at the luer lock connection. Received one used primary set model me2017 lot unknown. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies or any damages were observed with the set. Functional testing was performed by attaching one lab syringe filled with blue dye water to the extension set. The syringe attached with no connection issues observed and was secured on the set¿s female luer. One 18g cannula was attached to the set¿s male luer. The syringe plunger was gently depressed and no signs of disconnects, leaks, breakage, or any issues were observed. The set was then loaded into a lab syringe module for a syringe infusion. An infusion rate was not provided, therefore the infusion was programmed at a rate of 10ml/h and vtbi of 10ml. The infusion completed with no alarms, disconnections, or any issues. The set was pressure tested while submerged underwater (per dir # 10000360033 ¿ IV disposable leak test method). Air pressure was incrementally increased from 5 psi to 30 psi. No disconnections or leaks were observed at any of the set¿s components, connections, or throughout the set. The set¿s female/male luer ports were measured and found to be within iso standards with the female/male go/nogo gauges. Equipment used (measurement and testing performed on (B)(6) 2020) air pressure regulator with pressure gauge, eq00138, calibration due date: (B)(6) 2020 8015 alaris pcu 1.5, eq10291, calibration due date: (B)(6) 2021. 8100 alaris system syringe, eq08313, calibration due date: (B)(6) 2021. Male go/no go gauge, eq08244, calibration due date: (B)(6) 20. Female go/no go gauge, eq08248, calibration due date: (B)(6) 2020. A device history record could not be performed due to no lot number was provided by the customer. Root cause analysis: the customer¿s report the syringe tubing was defective at the luer lock connection was not confirmed. The root cause of the customer¿s experience was not identified because no disconnections, leaks, or any issues were replicated during functional testing. Investigation conclusion: the customer¿s report the syringe tubing was defective at the luer lock connection was not confirmed. Functional testing did not observe any disconnections from the returned model me2017¿s female/male ports or any issues with the extension set. Visual inspection, pressure testing, and dimensional evaluation also found no anomalies with the returned set.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 60 in ultra minibore extension set tubing was defective. The following information was provided by the initial reporter: material no.: material no.: me2017 batch no.: unknown. It was reported the syringe tubing was defective at the luer lock connection. The syringe tubing was defected at the luer lock connection. The syringe continues to twist around and never tightens to a secure point.